Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the poor image was caused by lock failure which led to abnormal connection. However, the specific cause of the lock failure could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The initial evaluation revealed the poor image/blacked out image occurred due to communication failure caused by the lock failure which then led to unable to achieve normal connection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using visera elite video system center the image was blacked out. Additional information received from the customer indicated, the reported issue was a connector issue, and the intended procedure was completed. There were no reports of patient harm or impact associated with the event.